Event description:
Became extremely ill very quick [illness]. Fluid in the leg [leg edema]. Temperature has risen [body temperature increased]. Swelling below and above the knee [injection site joint swelling] ([injection site joint redness], [device ineffective]). Case narrative: initial information received on 15-apr-2025 regarding an unsolicited valid serious case received from the patient's wife. This case involves a 59-year-old male patient who became extremely ill very quick, had fluid in the leg, swelling below and above the knee and temperature had risen after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment included before synvisc one he was originally on cortisone shots. The patient's past medical history, concomitant medications, vaccination(s) and family history were not provided. On (B)(6) 2025, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection in the left knee (strength: 48 mg/6ml) (with unknown dose, route and frequency) for osteoarthritis. Patients wife reported that since on (B)(6) 2025, after 22 days the patient had been experiencing persistent side effects such as redness (injection site joint erythema), his temperature had risen (body temperature increased) (with unknown batch number and expiry date). It was reported that the patient had been hospitalized and had been taking antibiotics, but nothing seemed to be working. Patients wife reported that she wonder if there was anything they could do to reverse the effect. It was reported that they were in contact with the doctor and the doctor was kept on treating the problems he was having. It was mentioned that the patient had started to get better and then he had got worse again. Patient had been hospitalized due to adverse reactions such as swelling below and above the knee (injection site joint swelling) (onset: on (B)(6) 2025; latency: 22 days) (with unknown batch number and expiry date). The doctor checked his leg to make sure there was no blood clot. She added that right now the patient was still swelling, there was still redness and fluid in the leg (oedema peripheral) (onset: on (B)(6) 2025; latency: 22 days) (with unknown batch number and expiry date). It was reported that patient was still experiencing symptoms despite treatment (device ineffective) (onset: on (B)(6) 2025; latency: 22 days) (with unknown batch number and expiry date). On (B)(6) 2025, after 23 days the patient became ill very quick (illness) and they went to the doctor to get checked in the morning on (B)(6) 2025 (with unknown batch number and expiry date). The patient was prescribed with antibiotics. The patient got intravenous (IV) antibiotics from the hospital. The patient was hospitalized that day until on (B)(6) 2025. It was also reported that when he was discharged, he was given with two different oral antibiotics and patients doctor just called to renew the prescription for it. Patients wife said that she does not want to come to a point where he would possibly lose his leg. Patient wife also asked about administering steroid to the patient, asked about it to the doctor and doctor does not want to give the patient steroids since it could cause swelling and the doctor does not want to add swelling. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: not applicable for all the events. Corrective treatment: unspecified IV and oral antibiotics were given for the events. Outcome: not recovered for injection site joint swelling and oedema peripheral; unknown for illness and body temperature increased. Seriousness criteria: intervention required for body temperature increased; hospitalization and intervention required for rest of the events. A product technical complaint (ptc) was initiated on 15-apr-2025 for synvisc one (batch number and expiry date: unknown) with global ptc number: (B)(4). Ptc stated: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Investigation: the product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. The final ptc was completed on 25-apr-2025 with summarized conclusion as no assessment possible. Additional information was received on 25-apr-2025 from quality department. Ptc results were added. Text amended accordingly.